Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed that the lead had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead was replaced to address the issue.

Manufacturer narrative:
The event of high impedance/ineffective therapy was reported to abbott. The patient was experiencing ineffective therapy. The patient's paddle was explanted and replaced due to high impedance. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.